Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. Slide insert was in the deployed state when the device was received. The data showed the first priming sequence ended at 51 pulses and deactivation occurred at 52 pulses. Investigation found the rotational sensor had an irregularity. No contamination was found on the cap. The data download returned an 0x5c alarm signalling the open count was too low at the end of the first prime. The formed needle was found to be bent between the slide insert and the slide retract. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
A patient reported the cannula deployed early, when he was filling the pod with insulin and before he could pressed the button on the omnipod personal diabetes manager (pdm); indicating a needle mechanism failure. The patient stated that the pink slide did not move forward, his blood glucose levels were unaffected and the pod was not worn.